Event description:
Patient admitted to revise dislocating hip.

Manufacturer narrative:
Unable to investigate report as implant specific information was not provided. Manufacturing facility made repeated attempts to obtain information.